Event description:
It was reported that the patient had a history of ventricular over sensing. The patient presented via a scheduled merlin.net transmission. The transmission revealed the ventricular lead exhibited over sensing causing pacing inhibition. No intervention or patient symptoms were reported.

Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 12.0 cm to 12.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information indicated that the lead continued to exhibit noise. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.